Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a rib fixation patient several screws (part numbers unknown) backed out of the plates (part numbers unknown). Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. It was reported that the screws backed out of the plate, indicating they were not fully locked/seated into the plate. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician's reports being provided. For these reasons, the complaint cannot be verified and the most likely underlying cause cannot be determined. Device history record (DHR) review was unable to be performed as the part numbers and lot numbers of the devices involved in the event are unknown. The instructions for use (IFU) for this product has the following information in the section titled possible adverse effects: 3. Migration, bending, fracture or loosening of the implant. Select the appropriate screw length for that location of the plate. Screw length is chosen by adding, at the most, 2mm to the full thickness of the selected bony region. Please refer to the chart below for a summary of suggested screw lengths to use based on measured bone depth. (Note: if using the sternalock® blu screw sizer to measure bone depth, the 2mm maximum length has already been added to the screw length marking on the sizer. Evaluate the size of screw to use accordingly, as appropriate for the patient.) With the plate in position, place the selected screw by turning clockwise to insert the screw. Be sure to keep the screw as perpendicular as possible to the plate to ensure proper fixation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: ethnicity, date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, method code , results code, conclusions code and additional narratives/data.